Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump was not giving the customer enough insulin. The patient experienced elevated blood glucose values. The customer treated via insulin pump bolus. The customer stated that he used to feel boluses being delivered into him; however, the customer no longer feels the insulin entering him when he programs boluses. The customer would administer several boluses in order to bring his blood glucose down. The insulin pump was not returned for analysis.